Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the implantable cardioverter defibrillator exhibited far r wave over-sensing resulting in inappropriate mode switch (ams). Additionally, asynchronous pacing was also noted. Programming changes were made. The patient was in stable condition.